Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull up the patient list and the only option available was user preference and maintenance. A technical support specialist checked on user access and confirmed there was no access assigned for the unit, so technical support specialist provided access to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, unable to pull up the patient list by the nurse. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.